Event description:
When removing the brainlab skull reference array from the pt's head during a surgery, the kls martin disposable self-tapping screw, which was used for fixation of the skull reference array, broke. According to the hospital, the broken screw is suspected to have induced an infection in the pt's skull.

Manufacturer narrative:
According to the hospital: the pt received a drainage, which finally brought the infection under control. The infection was of bacterial origin, not viral. The pt already left the hospital and may have to come back just for a check-up. There are no remaining deteriorations of health for this pt. The remaining broken part of the screw has been finally removed. According to dr politis, the infection is suspected to be caused by the fact that parts of the broken screw resided in the pt's skull. According to the hospital, the screw as well as the reference array have been properly cleaned and sterilized before use. The broken screw has been used in combination with the brainlab device. The specific root cause for this screw to break can not be determined since no parts of the broken screw are available for investigation. The responsible manufacturer of the screw, kls martin, has been informed by brainlab about this event.